Event description:
It was further reported that the patient complained of stroke symptoms and chest pain. A re-occurrence of shock from the ICD had also happened. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient received inappropriate therapy by the implantable cardioverter defibrillator (ICD) device due to detection of potential atrial fibrillation (af) with rapid ventricular response (rvr). The device remains in use. No further patient complications have been reported as a result of this event.

Event description:
It was also reported that the patient subsequently received inappropriate therapy for possible detection of supra ventricular tachyc ardia (svt).